Event description:
Shoulder rotator cuff repair. Arthrex speedbridge implant system used for anchors. Anchor put in place, metal tip was left in pt. C arm called in to assist removal of metal tip. Floor was checked. C arm showed metal tip inside pt. Converted to open shoulder and removed metal tip.